Event description:
The customer reported to baxter canada of a clearlink non dehp solution set in which "the filter on amino acid side of the line kept having air come up into the filter while trying to prime." The process step was during priming. Patient involvement or injury is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was reprimed. While priming the device, air bubbles were noted in the filter housing. It was also noted that during the priming no air appeared to be exhausting from the air vent. The sample was pressure tested at 8.0 psi of air and was found defective. The reported condition was confirmed. The root cause was not determined. Additional information: this issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.